Event description:
Device malfunction: mislocation clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training attempted arteriotomy closure of the left femoral artery using a starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed it was found on the distal end of the clip delivery tube. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.